Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 2.25 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the stent stripped off the balloon during an attempt to pass through a non-bsc guide extension catheter. The stent was retrieved. The procedure was completed with a different device. No further patient complications were reported.